Event description:
While setting up a triple channel infusion pump for a cardiac patient, the pump failed to operate under battery power. The pump was plugged into ac power when the clinician disconnected the pump and attempted to turn on. The pump was plugged back into ac power and the pump turned on. When disconnected once again, the pump would not function. After 10 minutes the clinician attempted to turn on the pump and the pump turned on normally under battery power. The clinician removed the pump from service with an explanatory note explaining the failure. The pump was returned to the biomedical department with note explaining failure.====================== manufacturer response for pump, infusion, plum a+3 (per site reporter).====================== manufacturer representative informed our biomedical team to download event history and return the pump for evaluation.